Event description:
It was reported during an implant procedure on (B)(6) 2024, the atrial lead had no capture. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.